Event description:
During a tep hernia repair, a bladder tear was noticed. There was no device failure, but the surgeon was concerned about this event. The instructions for use adequately detail warnings and cautions to avoid a possible bladder injury.